Manufacturer narrative:
Investigation: the complaint was investigated for a z6ms transducer causing an acquisition 40 error. The system error could not be reproduced. However, the investigation found a leakage failure, and holes in the articulation sleeve. The cause of these issues was due to bite marks on the articulation sleeve due to customer misuse. It was recommended that the customers use the transducer carefully. Therefore, this complaint was determined to be not reportable as there was no product malfunction, and the issue was caused by user error (B)(4)

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the transducer was about to be used on a patient for a transoesophageal echocardiography (toe) study when it prompted a us acquisition hw_40 error message. It is unknown whether the patient was already sedated when the error occurred but it was reported that the physician was prepping the patient. The user attempted to reboot the ultrasound system but the error was deemed to be permanent. The transducer was not used to complete the toe but it was not reported whether the it was replaced to complete the study. It was reported that there was no patient adverse event that resulted from the error. No additional information was provided.